Manufacturer narrative:
It was confirmed by the doctor that medication was prescribed in order to treat the sensitivity that patients experienced after tempbond had been used to cement temporary restorations. The doctor did not, however, specify the number of patients who required prescription medication, nor the name of the medication prescribed. According to the doctor, no further complaints of sensitivity have been received. The product was returned from the customer. A visual inspection indicated that the paste was homogeneous and free of contamination. A review of the manufacturing records indicated that the product met specifications. Tempbond contains acrylate resins which could potentially contribute to a rare occurrence of sensitivity. (B)(4).

Event description:
On (B)(6), 2010, a doctor alleged that tempbond clear temporary cement caused sensitivity in patients.